Manufacturer narrative:
Film evaluation summary: the exact cause of the bilateral limb migration, leading to the aaa rupture, could not be determined from the films provided. The anatomy at implant is unknown, and more recent post-implant films including a complete CT study were not available for review and comparison. Several non-contrast CT slices and still angio images were returned. The bifurcate suprarenal stents and proximal aortic body appeared highly angulated; the infrarenal angulation measured ~80deg rt-lt relative to the distal aorta. Both the right and left limbs appeared to have migrated out of the iliac arteries and were positioned within the distal sac. Two still angio images during an intervention revealed that two endurant limbs had been implanted into the right/ipsi limb, extending the right limbs into the right external iliac artery. The left/contra limb was extended with an endurant limb into the left common iliac artery. The limbs were patent and no clear endoleak was observed. It is possible that the limb migration was due to disease progression; vessel dilatation. Aneurysm morphology changes, as evident by the observed high neck angulation, may have also contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: endurant stent graft sn unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with left side abdominal pain and three syncopal episodes with periods of unresponsiveness. The CT revealed that there was a loss of distal seal, the left and right iliac limbs migrated proximal and were in the aorta. There was also an aneurysm rupture. The physician elected to implant two endurant iliac limbs on the left side and an endurant iliac limb on the right side. The event was reportedly resolved. Per the physician, the cause of the event is related to the patient¿s anatomy; disease progression of common iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: model/catalog number: etlw1624c124e, serial number: (B)(4), expiration date: 2016-04-06, upn: 00613 994991690. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.